Event description:
It was reported via repair work order that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results. This issue was resolved for the customer by sending the part and customer will do their own repairs. A visual and functional inspection was allegedly performed by an unidentified individual of (B)(6) health system.

Event description:
It was reported via repair work order that the scale was inaccurate due to a damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.